Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, and 99% stenosed distal right coronary artery. A 1.2 x 6 mm trek rx balloon catheter was used for pre-dilatation. Then a 2.0 x 15 mm mini trek rx balloon catheter was advanced and inflated to 12 atmospheres in the distal part of the lesion. The balloon was then inflated in the proximal part of the lesion when the balloon ruptured at 12 atmospheres. Intravascular ultrasound (ivus) was performed and a 2.25 x 28 mm xience prime sv was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite ii, sion; guide cath: heartrail6fril3.5, opticross. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.